Manufacturer narrative:
One medfusion 3500 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 14 years old. Multiple flow and an occlusion test was performed to investigate the reported issue. The reported issue could not be duplicated. The clutch half's left and right were replaced with lead screw and spring as a preventative measure as parts were over 6 years old. The right plunger case was also replaced due to cracking, along with worm coupling, worm gear, and carriage plate for preventative action. The device was then cleaned, greased, and calibrated. The pump passed all functional tests.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the pump did not pass the occlusion test. It is unknown if a patient was involved in the reported event. No adverse effect was noted.